Event description:
During a colonoscopy the doctor tried to use the argon coagulator to coagulate some avms (arterial venous malformation). During multiple attempts to use the laser there was ineffective arcing. The doctor was unable to cauterize all areas due to the malfunctioning machine. Biomed checked the device. They found that the cables had some liquid in them, probably from the sterilization process and that may have been the cause of the problem. The unit was sent out for servicing, fixed and returned. The cable that hooks from the machine to the catheter was the problem.